Event description:
It was reported that a 58-year old caucasian female patient underwent primary breast reconstruction with a 475cc mentor memorygel breast implant on the right breast and suffered right breast implant rupture, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture occurred in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2023, the product investigation summary was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.

Manufacturer narrative:
On april 4, 2023, mentor received additional information indicating that the patient's devices were received ruptured. The left breast implant is also a 475cc mentor memorygel breast implant (catalog: 3504754bc lot: 6825209). There was no provided date of explantation, but per the devices returning, the patient had undergone bilateral breast implant removal on an unspecified date. On april 18, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture this medwatch form is for the right breast prosthesis. Rupture on the left breast implant will be reported under mrn: 1645337-2023-05002.

Manufacturer narrative:
On may 17, 2023, mentor received additional information indicating that the patient underwent bilateral breast implant removal surgery on (B)(6) 2023. The patient was also diagnosed with bilateral breast capsular contractures (baker grade unspecified) and the left breast implant was actually found intact upon removal. The patient's implants were replaced with the following: (right) 430cc mentor memorygel breast implant catalog: 3505430bc lot: 9616502 sn: (B)(6) and (left) 430cc mentor memorygel breast implant catalog: 3505430bc lot: 9616502 sn: (B)(6).